Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic console exhibited loud noise and vitreous not cutting. There was no patient harm. Surgery details were unknown.

Event description:
A healthcare professional reported that ophthalmic console exhibited loud noise and vitreous not cutting. There was no patient harm. Surgery details were unknown. Additional information received and stated that issues with laser.

Manufacturer narrative:
The company representative was able to replicate the reported event. The core module and the printed circuit board (pcb) assembly were both replaced to address the issue (at the same time). The system was tested and found to meet product specifications. However, because both parts were replaced, it cannot be determined which part replacement resolved the issue. Therefore, the root cause of the reported issue remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b5, h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that issues with laser.